Event description:
It was reported that pieces of the release arm break off and wedge in the trolley. This caused the patient to be carried off with a backboard from the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.